Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was a sporadic failure. The failure could not be confirmed but occurrence was likely. The electrical connector was corroded by liquid intrusion. The image was noisy. The venting valve was dirty. The adhesive of the bending cover was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the evis lucera elite colonovideoscope presented an e315 scope error message (no image). The issue was detected during preparation for use. The intended diagnostic enteroscopy procedure was completed with another similar scope and the evis lucera elite video system center with no surgical delay. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, water invaded the scope connector during user handling and an abnormality occurred in the electrical components which led to the displayed error message. User can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." The reporters title is unknown. Olympus will continue to monitor field performance for this device.